Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned used. The tip was examined under microscopic magnification and the outer catheter and inner guidewire lumen were pulled out from the distal metal tip. As a result, the distal metal tip was not aligned with the outer catheter. No other anomalies were observed to the device. Performance/functional evaluation: due to the material separation, no further testing could be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for material separation based upon the condition in which the sample was returned. The investigation is inconclusive for retraction problem, as functional testing with a support catheter could not be performed due to the material separation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter 14p, 14s, or 18.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer the lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a moderately calcified cto in the superficial femoral artery using a contralateral approach. The hcp reported that allegedly the recanalization catheter tip separated from the wire lumen but did not detach from the catheter. The recanalization catheter and support catheter were removed without incident. There was no reported patient injury